Event description:
The manufacturer received information in relation to a dream station CPAP unit. The device was returned to a third-party service center due to the foam recall. There was no patient harm or injury reported. During the evaluation of the device, the service center visually inspected the device and found no visible foam particles. There were secondary findings that the unit cannot be powered on in order to be able to collect the error log, machine hours, error code numbers and software version. The power connector of the unit was corroded and corrosion on metallic surfaces, dust and dirt was observed inside the device. The customer's complaint could not be confirmed. In addition, the device was scrapped.

Manufacturer narrative:
H3 other text : device serviced by third party service center.